Event description:
Upon analysis of the returned device, the coil was found to be detached from the pusherwire. There was no consequences or impact to the patient.

Manufacturer narrative:
Additional information was requested from the user facility. From the responses received it was determined that the coil was soaked in saline and continuous flush was maintained. All movements were slow and smooth, but friction was felt 15cm from the catheters hub. The catheter used had an internal diameter (ID) of (B)(4). The patient's anatomy was considered medium in tortuosity. Finally it was confirmed that the pusher wire broke away from the coil during the decontamination process following the procedure. The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The coil was returned separated from the pusherwire within the introducer sheath. The coil was stretched at the proximal end and a kink in the introducer sheath was noted 10cm from the proximal end. The distal end of the pusherwire was extensively damaged. The dispenser coil was not returned. The stretching on the coil and damage to the distal end of the pusherwire would indicate that excess force was applied resulting in the coil separating from the pusherwire. Based on the results of the investigation, the coil was used with an incompatible catheter. The coil in question is compatible with a catheter that has an ID of (B)(4). The catheter used in conjunction with this coil for this procedure has an ID of (B)(4). Therefore the root cause was determined to be user error as the catheter used was not dimensionally compatible with the subject coil.